Event description:
Facility called hotline to report that they have a bag with "particles" in it. No pictures were provided and bag was disposed of so could not be returned. The rest of the bags in that lot have been isolated and put to the side, walkmed requested these bags and has recieved them. There was no patient impact since the particulate was identified in the bag during setup.

Manufacturer narrative:
Only 2 bags remained in the lot for return, both bags where inspect by walkmed and no particulate was found. Additionally there is no remaining material of this lot at the walkmed facility for containment or investigation. The inspection and pictures of the 2 parts recieved are captured in the walkmed qms under CAPA 2226.